Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The 510(k): k926214. The actual device was received for evaluation. Visual inspection revealed that the urethane outer layer had been sheared off on approximately 2 - 67 mm from the distal end of the device, where exposure of the urethane layer was noted. The urethane outer layer-sheared section was inspected under magnification and electron microscope; the shear cross-section was in the smooth state, on the back side, some abrasions had been generated. The outside diameter on the undamaged section was confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a current guidewire sample was inserted into a metallic material and withdrawn from it. The urethane outer layer was sheared off the core wire semi circumferentially, where the core wire was exposed. The surface of the cross-section of the sheared urethane outer layer was found to be in the smooth state. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the urethane outer layer was sheared off the actual sample when the actual sample was subjected to a withdrawing manipulation through the involved metal needle in the state of the actual sample having contact with it. However, the exact cause of the reported event cannot be definitively determined based on the available information. IFU states: do not manipulate/withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during a pcps (percutaneous cardio pulmonary support), the customer used the actual radifocus guidewire m in combination with a metal needle. He felt some catching resistance and withdrew the actual sample, when the urethane outer layer became sheared off the wire. The fragment of the sheared urethane outer layer remained in the patient subcutaneously. The fragment of the urethane outer piece remaining subcutaneously will be retrieved by incising the skin when the arterial cannula is withdrawn next time.